Event description:
It was reported that the asymptomatic patient presented for a follow-up visit in the clinic. Upon interrogation, it was observed that the right atrial (ra) lead failed to sense and failed to capture. Fluoroscopy revealed that the ra lead had dislodged. The ra lead was explanted and replaced. The patient remained in stable condition.